Event description:
A memory lens iol implanted in 2000 was explanted due to opacificaton in 2003. Several requests for additional info have been made. No further info is available at the time of this report.